Manufacturer narrative:
Biomérieux internal investigation was conducted. No organism or raw data was submitted. The strain could not be tested. Four (4) lab reports were submitted. Lab report #1 was for the qc candida albicans which showed one discrepant qc reaction (lmlta). Lab report #2 showed an identification of stephanoascus ciferrii on yst lot #243343910. The report showed 13 atypical reactions when compared to the expected reactions for c. Albicans (tyra, drafa, lrhaa, dtura, laca, naga1, xlta, madga, dcela, dmela, laraa, gena, aglu). Lab report #3 showed a low discrimination result for stephanoascus ciferrii / cryptococcus laurentii on yst lot #243343910. The lab report showed 10 atypical positive reactions (drafa, lraha, laca, arba, amya, dcela, dmela, gena, lsbea, esc) when compared to the expected reactions for candida albicans. Lab report #4 showed an identification of candida famata on yst lot #243343910. There were 3 atypical positive reactions (drafa, laraa, gena) when compared to the expected reactions for candida albicans. An increased number of atypical positive reactions can indicate contamination or mixed culture. It's not possible to determine the source of the misidentifications based on the information provided. Without the ability to test the strain, further evaluation is not possible. Evaluation of the manufacturing qc batch records indicates vitek® 2 yst ID lot 243343910 passed qc performance testing.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification on the vitek 2 yeast (yst) identification (ID) test kit ((B)(4)). Candida albicans was misidentified as a low discrimination between candida ciferri and candida laurentii. Testing via alternate methods (remel chromogenic media, germ tube test) obtained an identification of candida albicans. The customer confirmed that the discrepant result did not lead to any adverse event related to a patient's state of health. Culture submittals were requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.